Event description:
A complainant alleged that while defibrillating a patient the device displayed an unspecified error message. The clinician was able to continue using the device to treat the patient despite the error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. During incoming function testing at zoll medical's technical service department, the device displayed "defib fault 80" and "discharge fault" messages.